Event description:
The customer reported that during a hernia procedure the device was not sealing properly. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.